Event description:
A peritoneal dialysis (pd) patient wanted to know if they should could skip the treatment at night due to not feeling well. The patient was advised to follow-up with the pd registered nurse (pdrn). Upon follow up, the patient stated that on that day she went to the hospital the admission diagnosis was peritonitis. The patient could not recall the specific discharge date. The patient is currently performing treatments with the cycler at home. During follow-up, the patient¿s pdrn confirmed the patient presented to the emergency room on (B)(6) 2026 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc >5000 /mm3) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was treated with intraperitoneal (ip) vancomycin and ceftazidime (dosages, durations, frequencies not provided). The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus on (B)(6) 2026, and the patient¿s ceftazidime was discontinued. The patient recovered from the abdominal pain and cloudy peritoneal effluent fluid and was discharged home on (B)(6) 2026 in stable condition. The patient continued to undergo ccpd therapy while hospitalized and resumed ccpd at home utilizing the same liberty select cycler without any reported issues. The pdrn attributed causality to family members being allowed in the room (unmasked) while the patient is performing initiation or discontinuation, despite reeducation. Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty cycler set and the serious adverse events of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which required antibiotic therapy. The pdrn attributed causality to family members being allowed in the room (unmasked) while the patient is performing initiation or discontinuation, despite reeducation. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Staphylococcus aureus is commonly found in the mucus membranes, axillae, and on the skin of humans. Additionally, staphylococcus is the most frequent organism associated with peritoneal infections and is usually due to a touch contamination event. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the patient¿s liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications, further evidenced by the devices¿ continued use. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.